Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of up to 127 ohms. Subsequently, the patient experienced tones being emitted from their device, and scheduled an appointment with their cardiologist. The rv lead remains in service. No adverse patient effects were reported.